Event description:
No new information.

Manufacturer narrative:
The complaint that the needle wouldn't retract was confirmed and the cause appeared to be manufacturing related. One needle for a 24g insyte autoguard device was provided for investigation. The needle was received fully extended from the shield. Cured adhesive was found between the needle hub and grip, which prevented needle retraction. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E.1. Characters limit is exceeded at facility name: (B)(6) hospital.

Event description:
It was reported that the needle could not be retracted after the puncture procedure.